Event description:
Per the clinic, the patient experienced a performance decrement, and the issue could not be resolved. The device was explanted on (B)(6) 2011 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event. Analysis in progress.

Manufacturer narrative:
The MDR was filed in error. This device has not been approved for sale in the united states.